Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ insulin syringe stopper was damaged. This occurred on 3 occasions before use. The following information was provided by the initial reporter: the stopper was damaged.